Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. It has been reported that a pinnacle cup was placed in the patient acetabular bone using cement product. This is not recommended use of the pinnacle system acetabular cup. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
(B)(4) new etq record created in order to update etq (legal system) complaint number (B)(4) reason for original complaint ¿ patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that after the asr was removed the patient was revised again to address loosening and malposition of the cup due to a fall. It was reported that the patient had been doing well postoperatively and recovering well until the fall. Update 8-26-16 - medical records received. After review of medical records for MDR reportability, there is no new additional information that would affect the existing MDR decision. The complaint was updated on:09/21/2016.